Event description:
The customer reported that after the patient was defibrillated with 200 joules, the connected m3 patient monitor changed to ECG inop showing only a flat line on the screen. The customer was unable to resolve the ECG inop condition.